Event description:
The customer reported that there is no video coming from the cpu on their acuity central station. Customer has tried a different cable and display and still gets no video from the system. The cpu was exchanged and it is currently in the process of being returned to welch allyn for evaluation. There was no report of any patient harm as a result of the reported event. Note 1 for: the customer did not provide any patient information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.